Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving gablofen 2000mcg flex dose 362mcg/ml via an implantable pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported a motor stall occurred (B)(6) 2015 and the patient was symptomatic for itb withdrawal. A motor stall was seen at initial interrogation. All emi was ruled out as reason for the stall. The last refill was on (B)(6) 2015. On (B)(6) 2015 no recovery of the stall so an emergency pump replacement was taking place. The pump was replaced. The patient's catheter was checked and working fine with csf back flow especially after putting the pump back in. The patient status at the time of the report was noted as alive no injury. On (B)(6) 2015 additional information reported that the day of the replacement by midnight that night the patient seemed to be doing better. The patient was clearly going through withdrawal before the pump was replaced. The reporter followed up over that same weekend and the patient continued to do well.

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear anomaly stall due to shaft-bearing. Conclusion code no longer applies.